Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical manager. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal collagen plug did not deploy. The procedure for the patient prior to angio-seal use was a left heart catheterization (lhc). There was no patient injury and/or require medical or surgical intervention. There was no blood loss. Additional information was received on 31jan2024: hemostasis was achieved thru manual pressure. 6fr. Procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, arteriotomy locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The hemostasis sheath and locator were returned fully mated with a kink found at the blood inlet holes of the assembly. The carrier tube was returned in forward lock position. No other damage or issues were noted. The complaint was able to be confirmed for a kinked locator. The exact root cause was unable to be determined. The exact root cause could not be determined. The likely cause was determined to have been off axis loading of the assembly during insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).